Manufacturer narrative:
Summary of event: as reported, during a transcatheter aortic valve replacement (tavi) procedure, an amplatz extra-stiff support wire guide was pulled from its case and the "core was out from the tip" of the wire and the wire was kinked. A new device was used for the procedure. This occurred prior to patient contact and the patient did not require any additional medical/surgical intervention. There have been no reported adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states, "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU, suggests that there is evidence that the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook concluded that a component failure caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transcatheter aortic valve replacement (tavi) procedure, an amplatz extra-stiff support wire guide was pulled from its case and the "core was out from the tip" of the wire and the wire was kinked. A new device was used for the procedure. This occurred prior to patient contact and the patient did not require any additional medical/surgical intervention. There have been no reported adverse effects due to this occurrence.

Manufacturer narrative:
E1: name and address - phone:(B)(6). G4: PMA/510(k) # - k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.